Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered inside the light guide lens. The customer's originally reported issue of insertion wrinkling was confirmed, as creases and crumpling of the connecting tube were noted. Additionally, the following findings were noted: there was a crease at the screen due to a damaged charge-coupled device unit, the screen was partly dark due to scratch on the charge-coupled device lens, there was a gap at the adhesive part of the bending section cover, there was corrosion at the control part due to leakage, there was corrosion at a connector due to leakage, the adhesive on the bending section cover was cracked, and the objective lens was scratched. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olyumpus representative reported on behalf of the customer that, during the preparation for use of their evis lucera duodenovideoscope for an unknown diagnostic procedure, insertion wrinkles were noted upon inspection of the device. The customer confirmed that there was no injury to the patient, and no delay in the procedure. When the device was received for evaluation by an olympus repair facility, foreign material was found lodged inside the light guide lens. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to the light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping at distal end of the device, chemical stress by chemical solutions which resulted in humidity invaded lg lens led to corrosion. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The event can be prevented by following the instructions for use (IFU) which state: important information ¿ please read before use_ warnings and cautions warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.